Manufacturer narrative:
The customer was using a 30 cc flush with a pressure bag instead of a pump as stated in the instructions for use. The 500 cc that were delivered in 19 hours using the pressure bag is the correct for a 30 cc flush not on a pump. The set did not malfunction. The user did not read the IFU until after the incident occurred. Medex was unable to confirm an overinfusion issue however can determine the cause. No add'l action necessary at this time. Medex considers this MDR closed with this report.

Event description:
There was an overinfusion of the pt (500cc over 19 hours). The product was used with a pressure bag. No pt injury or treatment associated with this event.